Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had the arctic sun device not cooling, had a bad mixing pump, chiller temperature (t4) was 3.1 degrees, system hours were 6748, sending info for the 2000-hour preventive maintenance.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Had a bad mixing pump. Chiller temperature (t4) was 3.1 degrees, system hours were 6748.sending info for the 2000-hour preventive maintenance. The instructions-for-use under baw2800120 rev 0, and baw2800172 rev 1, and baw2800227 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had the arctic sun device not cooling, had a bad mixing pump, chiller temperature (t4) was 3.1 degrees, system hours were 6748, sending info for the 2000-hour preventive maintenance.